Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 6.0mmx30mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at nominal pressure for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of the sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded with no damage. Inspection of the device revealed numerous kinks under the balloon. Microscopic examination revealed a hole in the wire lumen under the balloon 2.1mm proximal of the tip. The damage to the wire lumen was consistent to damage from a guidewire. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst. The balloon was able to be inflated but could not keep pressure and the leaked from the tip due to the shaft hole. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 6.0mmx30mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at nominal pressure for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.